Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the limb ischemia could not be determined. D4 corrected model number f6/f8 should have been left blank in the initial report.

Event description:
The user facility reported a 73-year-old male undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. It was reported that the impella cp was placed via the non-abiomed approved 16 french medikit sheath in the femoral for a patient admitted in with a needed high risk percutaneous cardiac insertion¿(hrpci). The pump was placed but the limb became ischemic and so the team placed an antegrade perfusion. The patient was additionally supported by extracorporeal membrane oxygenation (ECMO).

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿